Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: complaint updated to adverse event based on the reported non-union, this was incorrectly reported as a product problem in the initial medwatch, there was no allegation of product problem within the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, a ((B)(4) antegrade femoral nail) was implanted for a femoral diaphyseal fracture case. After the operation, it was found by x-rays that a locking screw at the distal locking hole (dynamic hole) came off from the nail. The surgeon did the reaming during the surgery as the patient had a large cuneiform bone; therefore, the surgeon used a 9 mm nail and it bowed. It was also reported that this was a non-union and the patient is still under follow up. A surgery to replace the current nail with a thicker nail will be done if the patient requests. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.